Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Initial info for this unsolicited non-serious report (B)(4) was received (B)(6) 2012 from a physician via sales representative. This case involves a female pt (age unspecified) who received injection of poly-l-lactic acid (sculptra) on unspecified date, does schedule and indication not informed. It was reported that 2 years and 3 months after injection, the pt returned to the clinic presenting with nodules, some only perceptible through touch and some of them visible, which caused worries on both the pt and the physician, since the physician had no such problems before. After medical evaluation, the physician confirmed that the nodules were localized at the injections sites. The pt is currently receiving unspecified oral corticoid drugs and unspecified blood tests were required. No medical history or concomitant medications were provided. Corrective treatment: oral corticoid drugs. Action taken: not applicable. Outcome: unk. Reporter's causal assessment: not provided. Pharmacovigilance comment: nodules are considered a common and listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.